Event description:
The dr claims that after the graft was implanted as part of a femoral-femoral to femoral-popliteal placement procedure, whereupon it leaked an unk quantity of blood through its walls for approx 2 to 5 mins. The heparin was then reversed with protamine to stop the leakage and the graft was left in. The pt's condition is reported as fine. Note: during the surgery, the pt was leaking blood from sites other than the graft due to over-heparinization.